Event description:
In 2004, kinetikos medical, inc., was informed of the explant of 9mm subtalar mba foot implant from a pt to address pain in the subtalar region 23 months after its original implant date. The device was returned to kmi for investigation. No device defects were reported.